Event description:
It has been reported to philips that there is no fluoroscopy or exposure when the foot pedal is pressed. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and was unable to confirm the reported issue. The fse recommended that the customer replace the foot pedal as a precaution. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use and was used for diagnosis procedure when the issue occurred. The field service engineer (fse) inspected the system onsite and could not recrate the issue. As a proactive measure, the fse replaced wired footswitch and performed a warm restart. After which the system was returned to good working order. The codes were updated based on the investigation outcome.